Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had sudden drop of battery from four and half years to one and a half years longevity for a span of thirteen months. Initial analysis indicated that this device exhibited increased in power consumption which affected the device longevity. Engineers recommended replacing the device. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker a had sudden drop of battery from four and half years to one and a half years longevity for a span of thirteen months. Initial analysis indicated that this device exhibited increased in power consumption which affected the device longevity. Engineers recommended replacing the device. Additional information obtained which indicated that the device was surgically explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker had sudden drop of battery from four and half years to one and a half years longevity for a span of thirteen months. Initial analysis indicated that this device exhibited increased in power consumption which affected the device longevity. Engineers recommended replacing the device. To date, the device remains in service. No adverse patient effects were reported. Additional information obtained which indicated that the device was surgically explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.